Event description:
It was reported that the camera image did not display. It is unknown when the malfunction occurred. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The repair department confirmed the visual and functional inspection results and found that the phenomenon pointed out by the customer (no image is displayed) was not reproduced. In addition, the inspection results found contact point corrosion. A definitive root cause cannot be identified. The customer reported issue was not reproduced when the equipment was inspected by the repair department. The cause of the occurrence could not be identified based on the information obtained from this complaint and the results of the investigation. A device history review was conducted, and no problems were found. This issue is addressed in the instructions for use (IFU): - "the following precautions should be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or freeze cannot be released during an examination, resulting in failure to obtain normal images." - "the video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure." Olympus will continue to monitor the field performance of this device.